Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the patient had experienced peritonitis, as well as bloating, and the patient subsequently presented to the hospital. Additional information received from the patient¿s pd nurse confirmed that the patient was admitted to the hospital on (B)(6) 2017 for fluid overload and peritonitis. The source of the peritonitis is currently unknown, and at the time of this report, the patient is still currently hospitalized due to a cardiac related issue, per the pd nurse. Medical records have been solicited.

Manufacturer narrative:
There is no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient's fluid overload and peritonitis. At this time, without further information, no conclusion can be made that there was any causal relationship between the patient's fluid overload and peritonitis and the peritoneal dialysis treatment and fresenius products. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. A supplemental report will be submitted upon completion of the evaluation.